Event description:
It was reported by neurosurgeon's office that a depression pt's generator was explanted due to pt " not like the feeling of the vns generator." Further follow up with pt's psychiatrist and surgeon have been unsuccessful. Good faith attempts to retrieve the generator, for product analysis, have also been unsuccessful.